Event description:
It was reported to gore that a pt underwent abdominal hernia repair many years ago with gore dualmesh biomaterial. In (B)(6) 2011, the pt underwent a hemicolectomy. The pt developed a surgical site infection resulting in exposure of the mesh. The mesh was subsequently removed. The pt is experiencing a normal recovery.

Manufacturer narrative:
It should be noted that the instructions-for-use for gore dualmesh biomaterial includes the following warning, "when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." All info has been made available for tracking, trending and f/u.